Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation, a supplemental will be completed and potential root cause will be determined.

Event description:
The reporter stated that one of my phlebotomists was withdrawing a needle from a pts arm. She pulled the needle away from her pt to her side, and when she started to slide her thumb forward to engage the safety device, the safety device fell off. She didn't realize that anything was wrong until she heard the safety device hit the floor. Then she realized that she had been stuck with the needle. Additional medical information received via telephone on (B)(4) 2013, from the occupational health nurse at (B)(6) who stated that the phlebotomists did receive lab work and one dose of prophylactic medication. No further information is available.